Event description:
Customer reported a hospitalization for low blood glucose that occurred on the morning of 5/31/2014. Customer stated his blood glucose was so low that his body was stiff. Customer's wife had to spread orange juice over his gums because he had difficulty drinking. Customer was with his family the night before and suffered the low blood glucose while he was sleeping. He stated that sometimes he suffers lows, not due to any insulin pump issues. Customer's blood glucose was 32 mg/dl when he was taken to the emergency room. He was treated with an IV drip and monitored by the emergency room staff. He was later released without being admitted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.